Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl defibrillator would not charge. There was no reported adverse pt impact.